Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was difficult to load and would not close on tissue. Opening a new handle was done to complete the case. There was no patient injury.